Event description:
Incident occurred during preventive maintenance; no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. According to the investigation, the device was powered up, testing was performed, and the device passed all testing. No issues were found with pump "alarming constantly". According to the investigation, the pump ehl was reviewed, and no evidence of alarming or problems. No further action will be taken at this time.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited continuous alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.